Event description:
Radiologist was placing a jugular vena cava filter. The filter did not deploy correctly and had to be retrieved and a second filter used. When initially deploying the first filter, it angled into a renal vein. It was recaptured and repositioned, still angled. Recaptured again and when repositioned did not open. When removing the device it then did open in the superior vena cava (svc) where it was ultimately retrieved and a suprarenal filter placed. Both filters were from the same lot number.